Manufacturer narrative:
Date of event is estimated . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that patient did not think her implant was working at all because she couldn¿t get the implant or patient programmer (pp) to do anything. She thought the implant might be dead. Patient was advised to follow up with healthcare provider (hcp) to determine if implant is dead. Patient reported she does not have hcp. The patient¿s indication for use is listed interstim-other. There were no further complications that have been reported as a result of this event.